Event description:
Reamer tip broke off of the reamer shaft inside of the tibial canal. Unable to complete surgery, temporary ex fix put on, revision surgery the next day using a smith and nephew trigen nail.